Event description:
Pt reports, she has had the parietex mesh implanted in her twice. First on (B)(6) 2010, then she underwent revision surgery on (B)(6) 2010. The mesh became loose, infected and caused her severe pain and suffering. It made her sick all the time and now her abdomen is severely protruded and she now requires 3rd surgery.